Manufacturer narrative:
Technician replaced the extrusion slider pivot bearing and conducted function tests, unit functioned as designed.

Event description:
Technician alleged that the head of the bed will not go down. No injury reported.